Event description:
It was reported that during intra-operative cage placement, the tip of an avs navigator inserter became deformed. There were no adverse consequences to the patient or surgical delays.

Manufacturer narrative:
A visual inspection performed on the device confirmed that the tip of the inserter was deformed. One leg of the clasping mechanism is splayed outwards. Material wear was identified on the tip. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history record review was performed for the lot and subject catalog number and no adverse trends were observed. Initial report states that the inserter tip deformed when the implant was rotated in the intervertebral space. Per additional information, the implant was inserted at difficult angle. Avs navigator surgical technique was reviewed: ¿ "manual assembly: slide implant back rail on inserter track. Rotate until locking bar and rail slot are aligned. Locking bar and rail slot are aligned. Locking the implant: provisionally lock the implant by pressing down and pushing the slide lock forward to the ¿lock¿ position . This pushes the locking bar into the rail on the implant. Rotate the locking knob clockwise until the outer sleeve on the distal end of the implant is flush with the implant and the locking knob is in the ¿lock¿ range." The root cause of the reported event is deformation due to normal wear, consistent, repetitive use of the instrument, and excessive rotation force applied to the device during implant rotation to accommodate for difficult insertion angle. Additionally, as the device is 3 years old, age of device may have contributed to event, and repeated use of the device throughout its service life contributed to tip deformation.

Event description:
It was reported that during intra-operative cage placement, the tip of an avs navigator inserter became deformed. There were no adverse consequences to the patient or surgical delays.